Event description:
It was reported that during implant attempt, the first attempted lead could not be passed through the tricuspid valve. The physician stated that the helix kept extending on its own. A second lead was attempted, and this lead also could not be passed through the tricuspid valve. A third lead was able to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the proximal conductor became extrinsically distorted due to pulling/ stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that tissue is visible inside the returned helix. The proximal conductor is distorted(damaged at implant) at 22.5cm, this could effect distal conductor rotation and helix performance. Lead passed introducer test. If information is provided in the future, a supplemental report will be issued.